Event description:
The following article was received based on a literature review: literature title a case series and systematic review: results of surgical management of glaucoma drainage device tube exposure. A case series was done to perform a systematic review to analyze results of various surgical techniques on patients who underwent surgical repair for glaucoma drainage device (gdd) tube exposure. A total of 9 patients were included in the study and 7 out of 9 patients were implanted with the baerveldt glaucoma implant. It was reported that all patients implanted with the baerveldt glaucoma implant experienced tube exposure (n=7 eyes). In case 6, first tube exposure occurred two years after the baerveldt shunt implantation. A corneal button graft with conjunctival autograft was used to cover the tube. Subsequently, several tiny tube re-exposures with concurrent corneal graft rejection and persistent corneal epithelial defects were detected. The patient received 11 patches of the amniotic membrane covering both the persistent corneal epithelial defect and tube exposure. Two weeks later, the re-exposure occurred. The split-thickness hinge scleral flap with a buccal mucosal graft was used to cover the tube. A copy of the article is provided with this report. Citation: nutnicha neti, m.d., theerajate phongsuphan, m.d., ngamkae ruangvaravate, m.d., pinnita prabhasawat, m.d., darin sakiyalak, m.d., naris kitnarong, m.d., anuwat jiravarnsirikul, m.d., sakaorat petchyim, m.d., a case series and systematic review: results of surgical management of glaucoma drainage device tube exposure, (2024), siriraj medical journal; 12 & volume: 76.

Manufacturer narrative:
Section a2: age/date of birth (years): mean age is 61.15. Section a3: sex/gender: (male: female): 51:49. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 26 sept 2024. Section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section h3: the device was not returned for analysis. The lot number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.